Manufacturer narrative:
The issue was discovered during a retrospective review of complaints related to a known issue that resulted in the event reported in MDR 2126677-2010-00010.

Event description:
It was reported that the left pt barrier rotational handle lock was broken. No injury was reported. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.